Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign material with the incident lot was not observed, the tubes contained an acceptable spray pattern of coating meeting specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was not observed. The tubes contained an acceptable spray pattern of coating meeting specification requirements. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that prior to use foreign matter was discovered inside the tube with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: -it was reported spots were witnessed in tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered inside the tube with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: it was reported spots were witnessed in tube.